Event description:
Per the clinic, the patient experienced recurrent infections at abutment site resulting in removal of the abutment whilst under monitored anaesthesia. A rotational flap was used to cover the implant that remains in-situ and the patient was treated with IV antibiotics.